Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this boston scientific representative contacted boston scientific technical service on february 27, 2019. This device was just interrogated due to a report of a recent inappropriate shock. The device history is significant for a prior inappropriate shock in (B)(6). The patient had an inappropriate shock approximately three years ago and exercise testing was done at that time. The physician has requested that the recent inappropriate shock episodes be evaluated through the smartpass algorithm. Stored data was uploaded to technical services for evaluation. Results of the smartpass analysis of two treated episodes ((B)(6) 2015 and (B)(6) 2019) found that oversensing was entirely mitigated in those episodes. It was reported that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2019. According to the sicd warranty validation and lead registration form, this device was explanted due to advisory/recall. The model#1010 device was explanted and replaced with a model#219 device. The model#3400 electrode remains inservice.